Event description:
Blood pump segment raceway forced tubing pump segment out of raceway and pump roller guard severed pump segment. This was not caused by improper operation or use, it is a design problem. Pt lost about 200 ml blood through spill and unable to return it due to air. This is second reported occurrence of same nature; different devices of same type.